Event description:
Irvine scientific received a medwatch form (B)(4) for a user facility that reported the event under report 2300460000-2012-8352. The event reported was that a cryopreservation loop failed ("exploded"), causing embryos to melt and therefore lose viability.

Manufacturer narrative:
The user facility did not report the event to irvine scientific. Irvine scientific was made aware of the event upon receipt of the medwatch form FDA 3500a from the (B)(4) for the event. The medwatch form provided does not provide any additional information with regards to the device or the device lot number for an investigation to be performed. Details with regards to the product lot number have not been provided.